Event description:
The plaintiff's attorney alleged that the patient experienced heart attack/cardiac arrest. This event was allegedly caused by the product which was administered to the patient for dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A follow-up report will be submitted upon receipt of any additional information.